Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after hearing an alert. Stored episodes showed noise and noise was able to be reproduced with patient maneuvers. The patient was seen in clinic four days later, and one additional episode of noise had occurred and the r-wave was noted to have dropped slightly. Reprogramming was performed to increase the sensitivity. The lead remains in use and the patient will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic if information is provided in the future, a supplemental report will be issued.